Event description:
It was reported the patient was without stimulation therapy. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. X-rays were taken and did not reveal any anomalies. Surgical intervention will be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.